Event description:
Patient reported that they are at the end of their aligners and the bottom teeth are lose and wiggly and their top teeth are still crooked. They had consulted with two different oral surgeons who both strongly recommended that they get gum grafting. The gum damage is likely due to the aligner wear. Requested additional information and video. Provided information on mobility.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.